Event description:
She underwent an endometrial ablation in (B)(6) 2014. Since the ablation, her skin feels hot, she is dizzy, her neck hurts, her vision is blurry, she has nausea and a constant headache. The procedure was done for very heavy menstruation. The ablation followed treatment with depoprovera, d&c and a leep procedure.